Event description:
A facility representative reported, following an intraocular lens (iol) implant procedure, the patient was unhappy with the vision. The iol was exchanged for another lens approximately 2 months following the initial implant procedure. Additional information was received from the initial reporter, who reported that there was no patient harm involved.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There has been two other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was not returned. Information was provided that indicated the use of a non-qualified cartridge. The handpiece and viscoelastic indicated are qualified for this lens when used with a qualified cartridge. The file indicated that the explanted lens was not returning. The implant was removed and replaced with a lens of different toricity. The choice of a different lens model as the replacement lens model may indicate that the replacement lens was better suited to the patient's vision needs or preferences. The manufacturer internal reference number is: (B)(4).